Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units. The customer reported blood glucose level was within target range. The customer declined to reload the cartridge and will continue using the current cartridge for continued insulin therapy.